Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2006; 4194-88 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds with no capture, oversensing, and undersensing. The lead was capped and a new lead was implanted. It was further reported that the right atrial (ra) lead has oversensing. The lead remains in use. No patient complications have been reported as a result of this event.